Event description:
(B)(4). Same patient as 2134265-2011-05138. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The lesion being treated was located in the proximal left anterior descending artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilation using a 3.50 x 15 mm maverick-2 balloon. This balloon tended to watermelon seed either forward or backward but it finally held up well with a good result. Then a 3.50 x 20 mm (B)(4) study stent was deployed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) post index procedure, the patient presented with chest pain. Laboratory investigation results revealed initial troponin to be negative and, subsequently troponin level trended up to a peak of 2.1. Initial EKG was also without any significant changes but a follow-up EKG did show t-wave inversions. A review of the patient's previous angiography performed in (B)(6) 2011 and the patient's data at this admission suggested that the patient had a non st elevated myocardial infarction related to the diagonal ostial disease (jailed diagonal) near the location of the study stent. A repeat angiogram was recommended but the patient opted for medical management. The patient was treated with medication and was discharged. On the same day. The event was ongoing/unresolved at the time of reporting.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011 the patient was discharged and (B)(6) 2012 the event was considered resolved without residual effects.